Event description:
It was reported that during a da vinci si atrial appendage ligation procedure, the surgeon inadvertently cut the atrial artery due to improper anatomy identification and the patient subsequently passed away. The or director from the site indicated that adhesions and heart anatomy altered due to previous surgery lead to improper identification of anatomy. The or director stated the da vinci system did not contribute to the patient outcome. The clinical sales representative (csr) indicated that the patient had previous heart surgery and the left atrial artery was rerouted in an improper position that the surgeon was not aware of. The csr also indicated that the patient had adhesions that contributed to improper anatomy identification. After the atrial artery was inadvertently cut, the surgeon made the decision to open the patient up and attempt to stop the bleeding. The csr indicated that the patient did not survive the surgery. According to the csr, the surgeon indicated that the da vinci system did not malfunction during the surgical procedure and did not cause or contribute to the patient's demise.

Manufacturer narrative:
According to the site's or director, the patient's injury to the atrial artery and subsequent demise was attributed to improper identification of the anatomy. There was no allegation that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the patient passed away after his atrial artery was inadvertently cut by the surgeon. However, there is no allegation that the da vinci si surgical system caused or contributed to the patient's atrial artery injury and subsequent demise.